Event description:
This MDR is filed to address user facility report (B)(4).

Manufacturer narrative:
The customer reported that while the ventilator was connected to a patient, the device displayed the error message "internal power failure." Patient was still being ventilated successfully. Later, the ventilator was replaced. Some days after the event, a drager service technician has checked the device. He was not able to duplicate the behaviour or to identify a device failure. The device log was downloaded, but partly damaged due to a failure of the technician's laptop. Thus for the time of event, the log was not available. The concerned device is an intensive care ventilator "infinity acs workstation cc." The workstation consists of the main components cockpit c500 (user interface and monitor) and the ventilation unit evita v500 (pneumatic functions and a small oled display). The reported event was attributed to the cockpit. The ventilation of the evita v500 can be continued in case of a cockpit failure, as the v500 is largely independent from the cockpit. The basic ventilation parameters are displayed on the oled display. All required acoustical alarms are generated via the ventilation unit. The device continued as specified for a cockpit problem and continued ventilation with alarm function and oled display available.